Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery the retractor frame does not hold the desired position. The surgical procedure was delayed by five minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: article 03.615.002 lot no. T985557. The investigation of the complainant retractor frame has shown that the article does not hold when the mechanism is locked. After dismantling of the instrument, it was detected that the edges of the tooth wheels are worn out. We do believe that the edges are worn out due to multiple uses of the instrument. The retractor frame was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. Further investigation has shown that the instrument was manufactured in february 2013 according to the specification. As no product fault could be detected, no further action is required. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records revealed there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.